Manufacturer narrative:
Insulin pump received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments/partial display. Device received with cracked lcd window. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had got hit by a piece of wood and it smacked it right on the screen. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer states that the insulin pump was turning on but cannot read the alarms since they cannot read the screen. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The device will be returned for analysis.